Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the site of the sensor. The infusion set was in use for less than one day. No further information available.